Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted during a procedure performed on (B)(6) 2022. As a result of the implantation of the pelvic mesh, the patient suffered injuries such as pain and severe infection. Additionally, the patient had to undergo additional medical treatment and procedures, including pelvic mesh removal.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the implant date. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1906 captures the reportable event of severe infection. Imdrf impact code f2303 captures the reportable event of additional medical treatment and procedures. Imdrf impact code f1903 captures the reportable event of removal of the pelvic mesh product.